Manufacturer narrative:
: Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
Litigation alleges: in 2010, the new implant began slipping out of the socket causing intense pain, discomfort, and the inability to walk without assistance. Patient is unable to be revised a second time due to too little bone structure remaining. Update ad 27 june 2018 receipt of ppf and sticker sheets. In addition to what was previously reported, ppf alleges loosening of the cup, dislocation with open and closed reduction, infection, loosening of the stem, elevated metal ions, and fracture component after the first revision. Stem, cup, five screws and the unknown hip implant were added to the impacted product due to the alleges loosening, infection and fractured component from the ppf.